Event description:
It was reported that the system's stimulus setting would not remain at the designated setting. System will be set at 1.0 ma and when surgeon goes to stimulate, the setting goes to 0 ma and no stimulus is produced. They were able to change setting back to 1.0 ma and continue using the system to complete case. There was no patient impact.

Manufacturer narrative:
(B)(4): product evaluation: no analysis results available; device has not been returned. Method: no testing methods performed. (B)(4).